Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was 39 mg/dl. Customer went to the emergency room due to feeling confused and having low blood glucose levels. Customer experienced issues with their sensor in addition to low blood glucose levels.